Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). On (B)(6) 2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failure: import exam. Patient cd was from another site and would not upload. Sent for another scan and still cd would not upload. Medtronic technical services representative recommended changing scannermask settings to "showall true" and this resolved the issue. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, during a new install being unable to load a cd from an offsite radiology department. The site then had their internal imaging department re-scan the patient and the same issue occurred. The medtronic representative noted a small pop-up box displayed briefly and then did not import the exams. In trouble-shooting, a medtronic technical services representative recommended changing scannermask settings to "showall true" and this resolved the issue. Normal function was restored to the navigation system. The surgeon opted to proceed and completed the cranial tumor resection procedure with the use of the navigation system. Delay in therapy was 1.5 hours before continuing. There was no impact on patient outcome.